Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the monitoring and dc/dc & standard connectors pc boards. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref #: (B)(4).